Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 49 mg/dl. Reportedly, the pump delivered too much insulin during a bolus. Which subsequently decreased the customer¿s bg level. Reportedly, the customer fell and hit their ear on a heater. The customer consumed carbohydrates to address their bg. The customer did not receive any treatment for bg level at the ER, however required assistance repairing their ear. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.